Event description:
It was reported that the pump usb port observed to be damaged resulting in the pump battery being unable to charge. There was no adverse impact to customer¿s blood glucose level. Customer did not have an alternate method for insulin therapy. A replacement pump was sent to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.